Manufacturer narrative:
Product investigation is in progress.

Event description:
The cord of my tampax sanitary tampon came off device breakage . Case narrative: consumer reported via email that the tampon cord came off. No injury was reported.

Event description:
The cord of my tampax sanitary tampon came off [device breakage] case narrative: consumer reported via email that the tampon cord came off. No injury was reported.

Manufacturer narrative:
No failure could be identified as a result of the investigation.